Event description:
It was reported that during set-up at the user facility, the core impaction drill was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during set-up, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The technician was able to duplicate the reported heat and noted that the driveshaft assembly was corroded.

Event description:
It was reported that during set-up at the user facility, the core impaction drill was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during set-up, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The device is available for evaluation; additional information may be submitted once the quality investigation is complete. The device is available for evaluation; additional information may be submitted once the quality investigation is complete.